Manufacturer narrative:
The suspect device was returned and evaluated. Upon receipt, inspection revealed that the tamper proof seal had been comprised indicating the device had been opened in the field. Further testing that the position potentiometer cable was loose. The position potentiometer cable was reinserted into the proper position. After repair, the device was found to pass all delivery, accuracy, and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch" no pt injury or adverse event was reported.